Event description:
Related manufacturer reference number: 1627487-2019-06061. Additional information received indicated that surgical intervention was undertaken wherein both the leads were explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-06061. It was reported the patient is not receiving effective stimulation. X-rays were taken and confirmed lead migration for both the leads. Surgical intervention may be pending to address the issue.